Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of no conductive telemetry not confirmed. Visual inspection noted the outer and inner helix was within specification. Device telemetry was normal and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
During the initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported there was no conductive telemetry. Troubleshooting attempts at alleviating the telemetry issue included moving patches, moving the device, and rebooting the programmer. The physician believes a possible cause of the loss of telemetry was an existing device the patient had implanted. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.